Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings; -the distal end cap was damaged -the bending section rubber adhesive was peeled off -the angulation did not meet specification omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, gram positive bacteria (1cfu / endoscope) was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, pseudomonas aeruginosa (41cfu / endoscope) were detected from the sample collected from the suction channel of the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.